Event description:
Seven years postoperatively, during a mvr due to mitral and tricuspid insufficiency, leakage of the aortic valve was also noted. It was reported the aortic valve had minor leakage since implant, not requiring replacement; however, because the valve had been implanted more than seven years and the pt would most likely require reoperation in three years, the surgeon decided to replace the aortic valve as well. Although the surgeon did not believe the explant was device-related; he is requesting an analysis of the device.